Event description:
It is reported that the patient is experiencing pain and instability. The patient was implanted with both a persona tibia and tm patella component on (B)(6) 2014; however, as of this notification, the patient has not been revised. Note that the persona tibia is of zimmer warsaw design control and the tim patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.